Manufacturer narrative:
The returned device was evaluated. During eval, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the units were removed from service because the spo2 readings were jumping up and down: (mid 70s to 100). When masimo tester was used, the spo2 readings were showing high (89). Masimo tester should read 81 +/- 3. Patients were being monitored. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo fr evaluation. When the investigation is complete a follow up report will be submitted.